Event description:
It was reported during a ladg procedure, that the olive plug broke. Broken piece did not fall into the pt. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results for the h12lp found that the instrument was returned with the sleeve assembly cracked. The universal seal was cracked and the pieces separated. The olive button was noted to be broken. The instrument material was noted to be brittle. No conclusion as to what may have caused the damage to the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed an no anomalies were found during the mfg process.